Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a peeling dso seal, scratched lens, worn uso seal, and damaged keypad. There was no applicable evidence to review in the event history log. During the functional testing, the customer reported problem was able to be confirmed. Upon trying to prime the cassette, the pump alarmed that a high volume cassette must be attached because of the pumps setup. Must be attached because of the pumps setup. The most probable cause was the chosen options and setup of the pump. The pump was restored to factory settings and the latest software was installed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device had a prime issue/sensor. The event occurred during testing. There was no physical damage reported. There was no patient involvement, and no patient harm/adverse event was reported.